Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) iunihg, (gold-tite abutment screw internal connection implant) for evaluation. Visual evaluation was performed. Signs of use was identified. The screw threaded into in-house implant as intended. Unable to confirm loosening with all the available information. The returned abutment has signs of use; however, no damage was identified. Its being recorded as a concomitant. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: ¿dental : functional : loosening.¿) based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification/user caused. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. However, unable to confirm loosening with all the available information. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: address-line 2: (B)(6). H4: device manufacturer date: unknown / not provided.

Event description:
Doctor reported screw loosening and the screw was removed. Screw was placed on (B)(6) 2016. Screw iunihg is part of a bundle of iestb31g.